Event description:
First syringe cracked, could not detach the coil with the 2nd syringe. During a coil embolization with no calcification or vessel tortuosity of the basilar top aneurysm, the first coil detached using the first syringe without difficulty. Upon attempt to detach the 2nd coil, while the knob of the syringe had reached to the green zone, the syringe cracked. The syringe was exchanged to a new one and the 2nd coil was detached successfully. Following detachment of few more dcs coils using this syringe, difficulty experienced to detach the last coil. This coil was withdrawn and used a new coil with the same syringe to complete the procedure. There was no adverse consequence to this female pt. The product has been returned for eval and testing. Additional info will be submitted within 30 days upon receipt.